Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pressing plate clamp. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. The damaged pole clamp assembly pressing plate was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pole clamp pressing plate was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.